Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) when they opened the box noticed device was already activated. Liability, no; injuries, no. Used a new device to complete case. No delay.

Manufacturer narrative:
Tw ID# (B)(4). Updated sections: b4, d10, g4, g7, h2, h3 h6, h10. The lot # 3000332767 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.